Manufacturer narrative:
Received one (1) used 011-c3302 extension set for inspection. No defects or anomalies were noted. The set was primed at gravity pressure. There were no restrictions in flow. The reported complaint was unable to be replicated or confirmed. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.

Event description:
It was reported that an unspecified ext set, smallbore with clave¿ was found to have experienced a no-flow event during patient use. The reporter stated, ¿there is resistance during injection, making it difficult to push." The event occurred during infusion. It was also mentioned that there was no concomitant drug, no concomitant device, no bleed-back, no chemo drug, no bio-hazard, and an unknown user facility med-watch. The device was not reprocessed/resterilized. The quantity affected is 1 and is available for return for evaluation. The sample was returned from clinical contact. A sample photo is not provided. An evaluation letter is requested. There was patient involvement, no adverse event/patient harm, and no delay in critical therapy.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.